Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The evaluation was based on the available information and the device's downloaded event logs.

Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. The reporter of the event stated that the nurse did not hear the alarm in a timely fashion. The manufacturer's evaluation was based on review of the ventilator's downloaded event logs. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The reported date of the event was (B)(6) 2017. The event logs were reviewed and indicate a patient circuit disconnect condition occurred on (B)(6) 2017 at 14:25:44 local time. This alarm had a duration of 2725 seconds, approximately 45.4 minutes, and continued to sound until the alarm was acknowledged, as evidenced by an alarm silence/reset keypress at 15:11:09 local time. During this time frame, low exhaled tidal volume and low minute ventilation alarms were also logged. The ventilator was powered off at 15:11:23 local time on (B)(6) 2017 and was not powered on again until 15:31:28 local time. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.